Event description:
On (B)(6) 2011, a spontaneous report was received from a physician assistant (pa) regarding a (B)(6) female who was exposed to aldahol hld. On (B)(6) 2011, add'l info was received from the pa, and the case was reassessed as serious/unexpected. Medical history included diverticulitis, legally blind in left eye, and an allergy to compazine (prochlorperazine). It was reported the pt was taking no concomitant medications. On (B)(6) 2011, the pt was accidentally splashed in the eyes with aldahol hld. On (B)(6) 2011, following accidental exposure to the product, the pt developed a small, acute chemical burn to the left cornea and sclera. The pt was treated with tobrex (tobramycin) ophthalmic solution, 2 drops to the left eye every 4 hours, for 3 days. It was reported the pt's symptoms resolved on (B)(6) 2011, 24 hours after exposure. The pt did not require hospitalization following exposure. No add'l info was provided.

Manufacturer narrative:
(B)(4). The person exposed is a tech who is using aldahol hld to sterilize/disinfect medical equipment.